Event description:
The account alleges that a pt was wedged between the siderail and the sleep surface resulting in redness in the shoulder area of the pt. The facility removed the pt and placed pt on another unit.